Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was previously programmed to triad configuration and later changed to distal coil to can due to out-of-range shock impedance measurements. Shock impedances were now in the 70-80 ohms range, with occasional spikes to 110 ohms with no drastic changes. It was noted that this device was already programmed to initial polarity with maximum energy shocks for continued monitoring. This rv lead remains in service. No adverse patient effects were reported.